Manufacturer narrative:
Tracking

Event description:
It was reported that during a cholecystectomy procedure, clips dropped into the pt, but they were retrieved. Another device was used to complete the case. There was no adverse consequence to the pt.